Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps medfusion 3500 pumps alarming syringe plunger not in place was confirmed. This was in the event log but not during testing. Unable to determine what caused this issue. No damage to the physical condition of device. Action was taken to replace plunger cable for preventive. Performed pm and all functional tests which passed.

Event description:
It was reported that plunger not in place message was experience halfway through infusion.